Manufacturer narrative:
The unique device identifier (UDI #) is not provided. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number:1627487-2021-01517. It was reported that during a procedure for ipg replacement, the pocket was opened and it was found the lead was broken off at the ipg header. As a result, the procedure was abandoned, with the lead left in place and the ipg was explanted.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.